Event description:
The product was used during an unspecified tonsil and adenoids procedure. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Since co's last submission it has come to co's attention that the user facility is not certain which product lot was involved in the event. They have reported to us that it was either d6f286u or a2e221.